Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, the hydros robotic system displayed error code e560 (software error). Connectivity issues were also observed between the hydros robotic system and the hydros trus probe. The surgeon attempted multiple reboots; however, the issue persisted. The surgeon decided to convert the procedure to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient as a result of this event.